Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation with unspecified mentor saline breast implants and suffered several unexplained systemic symptoms, including fatigue, memory loss, brain fog, fogginess in eyes, muscle and joint pain, breast pain and burning, breast pressure, lung pain, weight issues, inflammation, poor sleep, severe anxiety, depression, dry eyes, decline in vision, floaters in the eyes, hormonal imbalance, full body swelling, gero, ibs, cold and heat intolerance, skin rashes, food intolerances, headaches, slow muscle recovery, frequent urination, premature ventricular contractions, pins and needles sensation all over the body, gallbladder issues, gallbladder removal, tonsil cysts, tonsil removal, endometriosis resulting in multiple laparoscopic surgeries, discolored hands and feet, and pain in armpits and shoulders. The patient also experienced capsular contracture baker grade unknown. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2019. This report is for the second of two devices.